Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noticed a string-like substance was adhered to an intraocular lens, model zmb00, under a microscope after the lens was implanted. The foreign substance was removed from the patient's eye. The lens remains implanted and no patient injury is reported. No further information is provided.

Manufacturer narrative:
The string-like substance with a medical quick absorber (mqa) was submitted to a contract lab for analysis. Microscopic examination of the mqa revealed no ''fibrous'' or ''stringlike'' debris was found. The sealed plastic bag in which the mqa arrived was also examined and no debris was located. Thus no analysis of the substance was conducted. The complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. At final inspection all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu instructs that the lens should be thoroughly examined to ensure particles have not become attached to it. All pertinent information available to abbott medical optics has been submitted.